Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that there is a lot of air when pulling up the reservoir. The customer stated that the plug is not properly seated into the reservoir. The customer stated that the rubber rings were also moved. The customer stated that the insulin was stored at room temperature. The customer was not able to rewind with a reservoir in place. The customer will be sent a replacement reservoir.